Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported software update issue; hard drive was reconfigured and software was reloaded and updated to resolve software issue. Analysis confirmed both power cord bay door latch tabs were bent. Paper guide was broken off of printer drawer. Analysis was unable to confirm the reported intermittent telemetry issue with the programmer; able to interrogate wireless and non-wireless using a known good rf (radio frequency) head. However, the rf head returned with the programmer was unable to interrogate. Concomitant medical devices: product ID: r2290 analyzer. (B)(4).

Event description:
It was reported that software cannot be downloaded on programmer. It was also reported the programmer was intermittently failing to detect pacemaker. It was requested to fix the back door. The programmer was returned for repair and upgrade. No patient complications have been reported as a result of this event.